Event description:
It was reported that during a ptca/stent procedure in the left anterior descending, a stent delivery system (sds) balloon was reported to rupture during the first inflation. However, the proximal elastic membrane inflated larger than the reference vessel. Negative pressure was applied, and the proximal elastic membrane deflated. Additional balloon inflations were performed to ensure adequate apposition of the stent. No pt injury was reported.